Manufacturer narrative:
Evaluation: customer report was confirmed. Rec'd (1) triple dpt kit in open original package. Kit was not used. Tubings (from arterial and pa pressure lines) were completely broken off from solvent bond joints with the female connectors (attached to zero-stopcocks). Broken tubings were bent near the bond joint.

Event description:
When we opened a sterile package of the px3x3, and right in front of me, the md noticed it had broken pressure lines at the junction of where the tubing gets bonded to the female portion of the connector at the end of the patient line (which then connects to the male connector right above the transducer at the stopcock). The tubing was not disconnected from an improper bond, it was actually broken where part of the tubing is still bonded inside the junction.